Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) and a 3.0mmx60mmx135cm (4f) sterling balloon catheters were advanced for dilatation consecutively. However, during first inflation of each balloon at 6 atmospheres, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported.